Event description:
The caller got a reading of 371 mg/dl in 2006 at 11:30pn from her adc device. She took 4 units of novolog and went to sleep. At 1;30 am he following day her husband found her unconcious and called the paramedics. The paramedics got 19 mg/dl from their meter and gave her intravenous glucose. The caller was not brougth to the hosp. After the paramedics left her freestyle flash glucose reading was 115 mg/dl.